Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was intermittently unresponsive and delayed in responding to presses. In addition, it was reported that the pump touchscreen registered inaccurate false clicks. The customer's blood glucose was 163 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.